Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Health care professional reported on behalf of the patient, that the small plastic cannula of the infusion set separated from the set and remained in the patient's skin. The fragment was not removed. The health care professional reported that patient only changes the infusion set every 7 days. No further adverse effects to patient reported.